Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, corrected codes in h.6 type of investigation, corrected codes in h.6 investigation findings, corrected codes in h.6 investigation conclusions, and additional information added to h.10. The commander delivery system was returned to edwards lifesciences for evaluation. Visual examination revealed the following: the crimp balloon was torn at the inflation/crimp (I/c) balloon bond, the balloon shaft was cut by engineering to remove the valve, and the was stuck in the esheath housing ripped through the duckbill. Upon retrieval of the valve, one strut was bent outward. Dimensional inspection revealed the following: double-wall thickness measurements of the crimp balloon were taken, and the measured components were within specifications. Due to the nature of the event, no applicable functional testing was able to be performed. Imagery was provided by the site and revealed the following: tortuosity and calcification was present in the patient's anatomy. The instructions for use/training manuals were reviewed for guidance/instruction involving commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by evaluation of the returned device and imagery review. However, a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history was unable to be performed as the work order information was unavailable. The balloon may have torn during retrieval of the delivery catheter. Evaluation of the returned device revealed a torn I/c bond. As identified in a previous investigation conducted by edwards lifesciences, high forces on the system during system retrieval may result in the crimp balloon tearing. The evaluation of the returned devices did not show the presence of any manufacturing non-conformances. In this case, it is possible that excessive manipulation was performed to overcome the reported resistance through sheath, which could have subsequently resulted in the tear of the inflation/crimp balloon bond. In addition, per the training manual, "if valve becomes damaged during ds insertion through sheath, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace." In this case, the returned device revealed that the user attempted to remove the crimped valve through the sheath, causing it to get stuck within the hemostatic valves in the sheath hub. It is also possible that the ic bond could have sustained damage during the improper withdrawal technique. As such, available information suggests that user error (improper withdrawal technique) and/or procedural factors (excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the pre-decontamination evaluation of the device, it was found that the commander delivery system was torn at the inflation balloon/crimp balloon (ic) bond. As reported by the edwards lifesciences territory manager, this was a transfemoral transcatheter aortic valve replacement procedure. Upon CT interrogation of the groin, it was noticed that a distal tine on the 26mm sapien 3 ultra valve was bent while on a 26mm commander delivery system within a 14fr esheath+. The esheath+, commander delivery system, and valve were safely removed without incidence. Upon removal, it was observed that there was a "kink" in the commander delivery system behind the balloon. A second 14fr esheath+, 26mm commander delivery system, and 26mm sapien 3 ultra valve were prepped and used for the procedure. The new valve was implanted successfully. The patient did not experience any injuries. Initially, a "kink" behind the 26mm commander delivery system balloon was reported. However, preliminary evaluation of the device by edwards lifesciences clarified that the "kink" on the commander was an ic bond tear.